Manufacturer narrative:
Lens was removed/replaced in the initial surgery. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that doctor tried to load tecnis monofocal intraocular lens (model za9003 +22.5 diopter) into patient's operative eye; but, the incision was not big enough. The lens was removed in the same procedure. Reportedly, incision enlargement was performed. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation. Returned to manufacturer on: 01/15/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received in the original lens case insert. The lens is torn, a haptic is detached and there are viscoelastics on the lens surface. These are indications the lens was handled at the surgical site. Refer to photos of the returned product attached. The probable cause for the issue reported is known; the incision for the device insertion was not big enough. The possible cause for the complaint reported is provided by the customer and not related to the manufacturing process. There are no indications of a product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.